Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming tests. The insulin pump was received with stuck in motor error loop during bolus delivery and basal delivery. The motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery test and occlusion test were unable to be performed due to motor error alarm. The insulin pump had a severely scratched display window, scratches on the case, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose via manual syringe. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they had a motor position encoder error alarm in addition to the motor error. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer received a motor error alarm during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.